Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states a couple years ago her ins malfunctioned. Pt states she didn't even have the device a year and it started stimulating nerve in the back. Caller states she had many adjustments and at one of the sessions, went through nerve in back and ended up hitting a nerve and went through another 3 programming and just stopped using the scs.